Manufacturer narrative:
The investigation found the cause of the event to be caused by the user error noted in the initial MDR. The customer was using calibration standards that had been opened for too long.

Manufacturer narrative:
This event occurred in (B)(6). The customer stated the calibrators were opened just before the failed calibration began. Based on the provided data, the investigation found the calibrators were highly concentrated, indicating the calibrator was left open for an extended amount of time. Product labeling states, "for ise calibrations, ensure that the calibrator is opened immediately before calibration is performed." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect k+ for gen.2 results for 14 patient samples and ise indirect gen.2 sodium results for 68 patient samples on cobas 8000 c702 module. The customer performed monthly maintenance and calibration at 11:35 on the day of the event, without any issue. At 14:45 the customer performed qc again and qc failed. The customer then repeated all patient samples that were ran between 11:30 and 15:00 that day. Reference the attachment for patient sample results. The initial results were questioned due to failed qc and all of the results were repeated. The erroneous results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.